Event description:
Pt was hospitalized for respiratory failure and is reportedly on a ventilator. The pt's ncp system was programmed to off upon hospitalization. One week prior to hospitalization, there were no complaints of breathing problems.